Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix ant mesh. Later the patient experienced pelvic pain and vaginal odor; macrobid medication was prescribed. No explant procedure was reported. Subsequent treatments and/or therapies were reported.